Event description:
A malfunction alarm was reported with a code ¿malf 12.¿ customer¿s blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.